Manufacturer narrative:
D6; device returned with no lot ID. Visual inspections & results: clip in jaws; yes. Damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged trigger, damaged tube, and damaged weld seams; no. Damaged cutter; na. Damaged tip shrouds; lower shrouds. Functional tests & results: antibackup functional, firing: feed conform, firing: form conform, jaws: hold clip, and lockout functional; yes. Jaws: inside width at tips; .177. Number of clips fed and formed; 3. Analysis conclusion: based upon the info received, the visual examination, and the functional testing, no conclusion could be reached as to what have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparoscopic cholecystectomy procedure, it was reported by the affiliate that the device were being used to ligate the cystic duct. It was reported by the affiliate that the device worked correctly at first, then the clips began to come out malformed. A new device was opened and it also had malformed clips (twisted). There was no pt consequence.